Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at both ipg and lead sites. The ipg site had a lot of pus and the incision site was opening up. Other symptoms were redness and soreness. The physician did not believe that the infection was device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure.